Event description:
According to the literature, prospective study evaluated the role of operators' experience as well as lesion- and procedure characteristics on diagnostic yield of electromagnetic navigation bronchoscopy (enb) procedures in the hands of novice enb operators. Patients underwent enb procedures between may 2018 and february 2020. All procedures were performed using the superdimension navigation system 7.1. 215 procedures were performed with forceps used in 190 patients, needle used in 42 patients and cytobrushes used in 120 patients. Complications included: bronchial hemorrhage requiring a balloon catheter in 1 patient and pneumothorax requiring chest tube insertion in 2 patients. Publication title: diagnostics: article title: when pulmonologists are novice to navigational bronchoscopy, what predicts diagnostic yield? Date: 12 december 2022. Hobbs medical aspirating needles are distributed as superdimension-branded accessories to the superdimension navigation system. No malfunction of any device was reported.

Manufacturer narrative:
Waiting confirmation from study author to confirm if hobbs medical devices were involved.